Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery (pta). A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, upon the 2nd inflation, the balloon ruptured at 15 atmospheres (atms). The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.